Event description:
It was reported to the manufacturer that a customer encountered problems during use of a guidewire. According to the customer: the physician was moving an .014 guidewire [device in question] within a microcatheter when he noticed that the guidewire tip [device in question] had separated from the rest of the guidewire (approximately 3 cm) and was laying in the artery. The physician was able to remove the separated tip [device in question] entirely from the patient using a retrieval catheter. No parts of the guidewire [device in question] remained inside the patient. No patient complications were reported.